Event description:
One proximate reloadable 100 m [milimeter] product broke during procedure. It would not engage; cutting anvil handle broke off. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).